Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-9.0cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
It was reported that during a normal device replacement, externalized conductors were observed. Patient was asymptomatic. The lead was explanted. The patient condition was stable during and after the procedure, and will continue to be monitored.